Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with herniated intervertebral disk, c5/6 and underwent anterior cervical discectomy and fusion, c5/6. As per-op notes, ¿a 5x11x14 mm device was packed with bmp and placed into the disk space. It was countersunk approximately 3 mm.¿ the patient was taken to recovery in satisfactory condition. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.